Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing of the right atrial (ra) lead. Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.